Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. The technical investigation was done and identified that the suite pc was defective. The fse replaced the suite pc as well as re-installed the software, and the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that suite pc shut down by itself and would not start back up. The system was not in clinical use. No harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that suite pc was failing. After re-installing the suite pc, system was returned to use in good working order.